Manufacturer narrative:
Additional, changed, and/or corrected data: h.6. Visual analysis of the photographs identified: ¿ capsular contracture: unable to observe since it is not related to the device. ¿ cyst: unable to observe since it is not related to the device. ¿ calcification: not observed . No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported "4 and 2 mm anechoic images in the outer periareolar region of the right breast, ductal structures of normal caliber and distribution." ¿data on capsular contracture in an intact right implant¿ "implants in a retropectoral position, the right implant presents adequate visualization of the trilaminar complex of the cover. Its content is anechoic." ¿benign calcifications¿ and ¿small simple cysts in the outer periareolar region of the right breast.¿- which is not device related. The device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported "4 and 2 mm anechoic images in the outer periareolar region of the right breast, ductal structures of normal caliber and distribution." ¿data on capsular contracture in an intact right implant¿ "implants in a retropectoral position, the right implant presents adequate visualization of the trilaminar complex of the cover. Its content is anechoic." ¿benign calcifications¿ and ¿small simple cysts in the outer periareolar region of the right breast.¿- which is not device related. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b5.

Event description:
Healthcare professional reported "4 and 2 mm anechoic images in the outer periareolar region of the right breast, ductal structures of normal caliber and distribution." ¿data on capsular contracture baker grade unknown in an intact right implant¿ "implants in a retropectoral position, the right implant presents adequate visualization of the trilaminar complex of the cover. Its content is anechoic." ¿benign calcifications¿ and ¿small simple cysts in the outer periareolar region of the right breast.¿- which is not device related. The device has been explanted.